Manufacturer narrative:
The condition of, crack, was not confirmed. 1 companion unit was received for evaluation. During visual inspection unit does not present defect. Unit results satisfactory to functionally testing. The most probable root cause could not be identified and no action will be taken due to the reported condition not being confirmed. (B)(4).

Event description:
Customer phoned in a report on (B)(6), 2010 of a crack where the sterile ICU medical clave connector furthest from the patient was located. The leak was noticed when pushing saline through the tubing. This incident occurred with the male luer lock adapter, product code (B)(4), with lot number ur10b05060. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Actual samples were discarded. Companion samples are available. No additional information was provided.